Event description:
Upon performing an interrogation with a m103 demo generator on (B)(6) 2013, the dell x5 handheld computer froze at the interrogation successful screen. A hard reset was performed, and the handheld was confirmed to be functioning properly. Since the issues resolved, the handheld will not need to be replaced at this time.